Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell. A microscopic analysis was performed which identified a sharp edge broken assessed as unidentified tear broken. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp break in the posterior side assessed as unidentified (tear) opening.

Event description:
Patient reported right side "rupture." Healthcare professional confirmed right side rupture, textured devices, and "fluid collection between implant bag and capsule." Device was explanted.

Event description:
Patient reported right side "rupture." Healthcare professional confirmed right side rupture, textured devices, and "fluid collection between implant bag and capsule." Device was explanted.

Event description:
Patient reported right side "rupture." Healthcare professional confirmed right side rupture, textured devices, and "fluid collection between implant bag and capsule." Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, textured devices, and "fluid collection between implant bag and capsule"

Event description:
Patient reported right side "rupture." Healthcare professional confirmed right side rupture, textured devices, and "fluid collection between implant bag and capsule." Device was explanted.